Event description:
(B)(4). Headaches, bowel issues, vomiting, stabbing pains, lower back pain, leg pain, pelvic pain, infections, bladder infection, ptsd, irregular menstrual, mood swings, anxiety, allergic reaction, endometriosis.